Event description:
The manufacturer's representative reported that the patient underwent a two week epidural trial morphine (18 mg/day). A catheter was placed and the patient was sent home. The pump was connected to the catheter by home care. The patient believed that the catheter had become disconnected from the pump during the trial, but the patient received full dosing for at least one day. The patient then resumed oral morphine (180 mg/day) for three weeks prior to the implant surgery. The implant surgery was performed under general anesthesia in an outpatient setting. The pump was not warmed, but was fully aspirated. The hcp ordered a daily dose of 4.496 mg/day of "compound morphine" (10 mg/ml) and the catheter tip was placed at l1. There was no therapeutic bolus or additional programming performed. The patient was monitored for three hours and was "unremarkable" except for a non-positional headache; the patient was discharged. The patient was found "unresponsive" one day post surgery. The family attempted to revise him and an ambulance was called. The patient expired. The medical examiner confirmed that an autopsy was performed. The results of the autopsy are pending toxicology testing (blood and csf). Additional information has been actively requested of the hcp and the medical examiner, but were not available at the time of this report.

Manufacturer narrative:
.